Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2024-00064, 3013886523-2024-00065. A facility reported a patient was hospitalized due to traumatic brain injury for approximately one to an half weeks, decompressed bilaterally. Intracranial pressure measurements with intraparenchymal sensor and directlink were unreliable values (too high/too low). Therefore, the system was replaced with intraventricular sensor but the problem remained. The first sensor was implanted on (B)(6) 2024; explanted on (B)(6) 2024. Second sensor implanted on (B)(6) 2024; explanted (B)(6) 2024. Medical staff continued with not invasive monitoring (tcd diastolic flow velocity and optic nerve sheat).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor was not returned for evaluation (discarded by customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.